Event description:
Complaint#: (B)(4).

Manufacturer narrative:
The rotaflow drive was investigated at emtec with the RMA#: 2019-10180 on the 2019-08-02: problem description: during startup of device an error head occurred. The failure could be confirmed therefore the ild on the mc2 board was replaced. All tests passed. Root cause: hot plug and mishandling. The device was also investigated with RMA#: 38616 and the maquet service order#: (B)(4) on the 2019-08-08: problem description: head error occurred during startup of device. Therefore the control board and the rotaflow drive where broken. Investigation performed. Ild replaced (confirmed). Burnin, calibration and final check. System test performed according to service protocol. In the course of the investigation of nc-17-06-011 all complaints were analyzed individually to look for patterns and causes. After evaluation of the complaints, the following defects are the most common: hot plug, sig error followed by head error, error message due to shaking / error message due to sensitivity, connection problems and hardware-error. The increase in complaints with the error "head error" is due to a user / application error. The actions have been addressed in the past to prevent application errors. Furthermore, the instructions for use of the rotaflow system see rotaflow system user manual, mcv-ga-10000703-de-11, contain detailed descriptions to prevent an "error head". In addition, the instruction manual describes how the user has to react in case of an error message so that the application can be continued if possible. Since there are several causes of errors that result in an error head (error head) message, no final root cause could be determined. It is noticeable that the evaluated error is largely due to a user error. Warning in the IFU regarding "hotplug" and label with the "hotplug" warning on the rfc have already been implemented in the past. The rotaflow control board of the involved rotaflow console will also be repaired. After the repair the service order and the service protocol will be available. Therefore a final medwatch will be created. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopumonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. (B)(4). Contact person - (B)(6). Device not returned, not evaluation. Reference exemption # e2018002.

Event description:
During start up of device an error "head" occurred when rpm was over about 1200. Complaint# : (B)(4).

Manufacturer narrative:
The occurence rate regarding the above complaint is below the acceptance rate. Thus, no remidial action required. New info received on the ssu 2019-12-04: the rotaflow console was investigated from the maquet service technician on the 2019-11-11: failure description: "error head" occurred when rpm was over 1200. Therefore the rotaflow control board was replaced. After replacement the rotaflow console worked correctly. Thus the reported failure head error could be confirmed. Most possible root cause could be determined as: 1. The head error is caused by the hot plug. When device is in operation and the power plug is plugged in or out. And this leads to adamage at the control board of the rotaflow. 2. The head error follows by the sig error. This is when the ultrasonic crème is applied to the flow bubble sensor. Then the centrifugal pump is causing backflow and this leads to the head error. 3. The head error is also caused by shaking the drive. This is when the motor (which is controlled by the optical tacho) is not blocked when adjusting to 0 then it could lead to error when slight shaking. The motor could then slightly rotate. 4. The head error can be caused by connection issues between the console (rfc) and the drive (rfd).this is when the cable connection is disturbed by defective pins. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopumonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint#: (B)(4). During startup of device a head error occurred when rpm 1200.